Event description:
Consumer called stating mm bd logic was reading high, felt that blood sugar was low. Used a competitive meter reading as a ref. Pt. (57) vs. Bd reading (270). Analysis on clarke error grid revealed data point in the (e) range. Possible malfunction.